Event description:
Info received indicates, "from october 1990 through october 1994, 62 men 43 to 77 yrs old underwent implantation of a dynaflex self-contained penile prosthesis." "Prosthetic infection necessitated explantation in 3 cases. ..in 1 pt fibrosis developed with hardening of the distal corpora starting 6 months after implantation, which progressed until the dynaflex pump mechanism could no longer be depressed and the prosthesis was rendered unusable. In another pt a dynaflex cylinder eroded unilaterally 2 months postoperatively. He had notably decreased penile sensation due to diabetes mellitus with peripheral neuropathy, which probably contributed to erosion...mechanical failure occurred in 6 pts...cylinder failure was bilateral in 2 cases and unilateral in 4...two cases are considered failures due to intractable postoperative penile pain that prevents intercourse. Two other pts underwent elective explantation of the dynaflex prosthesis because they were not satisfied..five cases are considered failures of implantation because of persistent inability to operate the dynaflex pump mechanism despite intensive preoperative and postoperative instruction. In all pts the physician was able to operate the pump mechanism easily with no evidence of mechanical failure."